Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. Additionally, the lead was exhibiting loss of capture (loc). A revision procedure was performed to successfully reposition the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the coils were bent 155 millimeters (mm) and 171 mm from the terminal pin. Additionally, the insulation was melted in multiple locations due to electrocautery damage. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Additional information was received indicating this rv lead dislodged following the revision procedure. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
A request for product return was sent to the local area field representative. Should additional information become available this report will be updated.